Event description:
After following the surgical technique and reaming preparing to insert the nail over the guide wire the nail came loose. When checked the jig and hammer pad it was noticed that the thread had broken off, on the first thread of the hammer pad we could not carry on with the procedure as the nail could not be re-attached to the hammer pad as the threads were too short. Spent 1.5 hours trying to find replacement set or instrument. Patient needs to be returned to theatre for a second time because he is currently in the intensive care unit with a void in his ankle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.